Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing and working length and tip/tip housing were microscopically examined. The proximal solder is missing and 3mm of the proximal coil was separated and not returned. Functional testing was performed by turning on the device. The device turned on and all the led lights lite up as they were supposed to and the normal audible noise was heard; however, the red light flashed off and on with the audible chirping noise. The device vibrated/rotated but the tip did not rotate due to the missing solder and separated coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is supplier manufacturing execution error as a supplier¿s manufacturing process was not executed as validated. Bsc ID:(B)(4). Tw#: (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that lamp abnormality occurred. The chronic totally occluded target lesion was located in the superficial femoral artery ostium. A truepath¿ cto device was selected for use. During the procedure, it was noted that when the device was advanced, lamp abnormality occurred. The tip was then washed with saline and the device was subsequently reset; however, it was noticed that the catheter did not work properly. The device was then removed from the patient's body. No patient complications and injury reported and patient's condition was good. However, device analysis revealed that the tip was broken and was not returned.